Event description:
It was reported that a helical blade became hung up on the lateral aspect of a nail and a distal locking screw missed but eventually went through during a trochanteric fixation nail (tfn) procedure. As the helical blade went in, it got hung up on the nail. The team reinserted a new blade through the nail, re-drilled, and it went through. Eventually the distal locking screw went through. A surgical delay of approximately five (5) minutes was reported (due to trouble shooting). No reported fragments created or left behind. The procedure was successfully completed. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: only one of the following was received for this complaint and therefore only one part was evaluated for this investigation: 11.0mm ti helical blade (product 456.305s / lot 7991211). The returned device is in good condition, with only slight damage that appears to have occurred during implantation. The anodization has rubbed off in numerous locations and there is a gouge on the tip of one flute. The observed damage is consistent with repeated attempts to implant the device. The returned device was assembled with known good instrumentation available at the complaint handling unit. The complaint condition was unable to be replicated. The cause of the complaint condition could not be identified, but it is likely that soft tissue distraction forces caused the misalignment. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The associated drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Proper use and maintenance are addressed in the technique guides. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID: (B)(6). Patient weight is unknown. Additional product code: hwc. Device was not implanted/explanted. Part manufacture date: 23june2015. Part expiration date: 30april2024. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 7991211 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with one non-conformity noted. The non-conformity was a documentation error on the delivery notification after sterilization. This lot met all dimensional and visual criteria at the time of manufacture and the documentation error at sterilization delivery would contribute to this complaint condition. A review of the raw material device history record revealed this lot (7945905) met all specifications with no anomalies noted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.